Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions for the same event. The other is (B)(4). The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the returned implant is damaged (the other implant not returned, discarded by customer). Complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a case, while trying to implant a bio-composite suturetak suture anchor (lot: 10050116 (B)(4)), the anchor would not advance fully into the bone after drilling. The anchor was discarded and another bio-composite suturetak suture anchor (lot: 10050116 (B)(4)), was opened and upon insertion, broke in half. Half of the anchor was retrieved and the second half was left sitting flush with the bone. Another bio-composite suturetak suture anchor (lot: 10052699 (B)(4)) was opened and upon insertion (adjacent to the first anchor), this anchor broke in half as well. Half of the anchor was retrieved and the second half was left sitting flush with the bone. Another bio-composite suturetak suture anchor of an unknown lot was opened and implanted, adjacent to the two broken anchors, without incident and the case was completed successfully. No patient injury.